Event description:
Information from ae regulatory system: the patient used insulin on a daily basis. When injecting insulin on that day, the liquid did not flow out. The patient suspected that there was a problem with the disposable insulin pen. On april 19, the patient came to hospital pharmacy and asked for a new insulin. The pharmacy staff contacted the manufacturer of insulin. After investigating the cause, they found that the insulin needle was clogged. After replacing the new needle, it can be used normally. Ae report no. (B)(4). Call center contacted customer to acquire the information: the information reported in the ae regulatory system exists. In addition, customer supplemented information: it was confirmed that the clogged was caused by the patient reusing the needle. Affected quantity is 1. No photos, no sample, no customer response is needed. Sample availability: no. Sample availability details: no sample available.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Correction to: h6 (type of investigation, and investigation conclusions) investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.